Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call for high blood glucose and flow blocked alarm. Blood glucose was 527 mg/dl. Assisted customer in performing a 5.0u fill cannula. Customer states the insulin exited. Customer states the cannula is not bent. Customer wishes to run an additional 5u fill cannula to determine if cannula/site connection may be occluded. Advise to reconnect tubing at infusion set and prime a 5u fill cannula. Results of prime was insulin exited, no alarm. Advise to change the entire infusion set system. The insulin pump will not be returned for analysis.